Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd sars-cov-2 reagents for bd max¿ system 8 false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Eua #: (B)(4).

Manufacturer narrative:
Additional information was received that changed the reportability of this complaint. This MDR should be considered cancelled.

Event description:
It was reported that while using bd sars-cov-2 reagents for bd max¿ system 8 false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Eua #: (B)(4).